Event description:
It was reported to our country representative that a vns patient had their products explanted on (B)(6) 2011 and the reason for explant was lack of efficacy with their vns therapy. During explant it was reported that related to fibrosis not all of their vns lead could be explanted. The explanted products were returned for analysis. Product analysis was completed on the returned explanted generator and it met specifications and was at expected end of battery life. An analysis was performed on the returned lead portions. The entire lead was not removed from the patient related to their fibrosis; therefore, analysis not completed on the entire lead. During the visual analysis of the returned 34mm portion, the 1st quadfilar coil appeared to be broken approximately 1mm from the electrode bifurcation. Visual analysis identified the area as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the remaining returned lead portions were performed, during the visual analysis, with no other discontinuities identified. Based on the findings in the product analysis lab, there is evidence to suggest an anomaly with the returned portion of the device which may have contributed to the patient's lack of efficacy as they would not have been receiving their therapy. No further information is available in regards to this patient lead break or lack of efficacy. It is unknown how long the patient had their lead break for. No x-rays were taken prior to their surgery.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.